Manufacturer narrative:
Device evaluation is not necessary as the reported infection and generator site scarring is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient had both their generator and lead explanted due to infection. The referring physician confirmed that the infection occurred at the generator site, with the patient experiencing swelling and an abscess at the generator site due to infection. It was also noted that the explant surgery referral included a request for a scar revision. The scar is located at the generator site and the physician had no further assessment on this scar, stating that the request for revision was made since the patient was already being referred for surgery. A review of device history records showed that the implanted generator and lead were sterilized prior to distribution. All other quality tests also passed prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.